Event description:
Placement of heartmate xve lvad scheduled for pt -bsa 2.1 ml and bmi 29.6 kg/m2- though considered "tight fit" due to narrow thoracic space. Xve device labeled to fit < 1.5 m2 bsa. On introperative measurements with sterile sizing device, demonstrated inability to implant device. Prior intent was to secure insurance -heartmate ii lvas- which is 80% smaller than the hm xve. Insurance did not approve the experimental device, thus pt was not intended to receive the study device. Unable to implant the hm xve, the surgeon did implant the study device, which was present -in event insurance would grant approval- in the heartmate ii lvas pivotal study: destination arm. The sponsor, thoratec, had granted protocol deviation for inclusion in the small pt cohort, allowing the smaller device and omitting randomization. Intra-thoracic measurements of this pt were submitted to sponsor; rib to rib width 26.3cm x thoracic inlet to diaphram height 24.6cm.